Event description:
Nellcor puritan bennett rec'd a report from a respiratory personnel in 01/2006 that a n595 pulse oximetry monitor did not provide audio tone. Prior to the event, the speaker in the unit had been upgraded.